Manufacturer narrative:
0 of 1 devices were returned for evaluation. 1 device will not be returned for evaluation. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a midwest energo 1:5 handpiece overheated. 1 event resulted in no injury.